Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the customer had low blood glucose level. The customer¿s blood glucose was 43 mg/dl at the time of the incident. The customer reported that the transmitter was failing, the insulin pump had sensor glucose verses blood glucose value difference because of transmitter issue and the customer was unable to upload carelink. The insulin pump will not be returned for analysis.